Event description:
A surgeon reported, two incidences occurred during a surgical procedure on a patient, where the tip of the cartridge broke / cracked, as the intraocular lens (iol) was being pushed through the cartridge. The iol was damaged and had to be removed both times. The surgeon then implanted the same model iol using a different size cartridge in the capsular bag successfully. The surgeon reported, the patient's surgery was prolonged, the incision site was enlarged, the patient had endothelial cell loss and experienced a cloudy cornea. The cloudy cornea resolved in one week. The patient outcome was reported as "from good to poor". This is one of two reports being filed for these two incidences.

Manufacturer narrative:
A cartridge and lens were returned for evaluation. The observations noted reasonably suggest that the damage was closely related to non-adherence to the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. Product history records could not be reviewed because the facility did not provide a product lot number for the reported complaint. Lens product history records were reviewed and all documents indicate the lens met release criteria. Additional information was requested on 02/20/2008, 02/28/2008, 03/05/2008 and 03/07/2008. Additional information was received. This report was mailed to FDA on: 04/10/2008.